Event description:
It was reported that the dexcom g7 paired to the patient¿s phone instead of to the ilet, resulting in intermittent communication failure between the cgm and the ilet until the sensor was re-paired to the ilet first and then to the phone, after which readings were obtained; the affected component was the wireless communication path consistent with the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet leading to intermittent communication failure, associated with the device¿s antenna/electrical communication path. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.